Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, the indication for the stent placement was treatment of a stricture due to cancer. The stricture was located in the common bile duct and 3cm in length. The patient was noted to have tortuous anatomy; however, the stricture was not dilated prior to the stent placement. During the procedure, the stent failed to deploy at all from the delivery system. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.based on the device analysis, which indicates that the stent cover was damaged, this is now considered a reportable event.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. The outer sheath was retracted approximately 6mm from the distal tip. The inner shaft was kinked and partially exiting the guidewire access port. During analysis, when the distal handle was retracted, the inner shaft further exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. Distal stent cover damage was also noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed no similar complaints for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.